Event description:
Customer noticed a hot electrical smell and contracted the fire department. Fire department traced the heat source to the power distribution cabinet (pcd), which is located in an equipment closet removed from patients. The power source was removed from the pdc. Per the fire incident report, there was "no fire and no extiguishment required". No reported adverse outcome to patients.